Manufacturer narrative:
Reliability analysis inspected 7 opened and used partial sensors and performed visual inspection and found 6 of 7 sensor cannula to be bent. 1 remaining sensor was found cannula to be broken, broken part was missing. Also performed visual inspection and checked introducer needle for burrs and hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensors opened and used. Analysis found 6 missing needles.

Event description:
The customer reported via phone call that they received calibration error alarms. The customer's blood glucose was 115 mg/dl at the time of call. The customer stated that the cannula was bent. The sensor will be returned for analysis.